Event description:
The hcp reported a patient had ben in for a dye study and the catheter was aspirated but no priming bolus was performed following the procedure. The hcp contacted the patient to return to the clinic for reprogramming. The drug used in the pump is baclofen. No patient symptoms were reported. Additional information has been requested from the hcp, but was not received by the data of this report